Manufacturer narrative:
No devices were returned for evaluation. The results will be submitted as they become available.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest stylus plus handpieces would not hold dental burs. There were no injuries in any of the events.